Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high blood glucose results. Customer states that the truetrack meter is reading anywhere from 110-130 mg/dl and her other meters are reading 60 to 70 mg/dl and she feels that her glucose is low (sluggish, dizzy, shaky). Customer refused to review memory. No adverse event reported.